Event description:
Product was returned as implant failure at 3 months. Based on the report, pt does not have any medical history, oral hygiene was described as good, and bone condition was described as moderate. Surgery was traditional 2 stage on tooth #19, and no bone augmentation material was used. Doctor indicated that the implant was removed because it did not integrate. He also stated that the device was not damaged or defective such that it failed to perform as intended.

Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within specifications. Pt's bone condition may have contributed to the implant failure.